Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A serial readout was returned to livanova (B)(4) for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a s5 roller pump stopped during procedure. There was no report of patient injury.

Manufacturer narrative:
A photograph and serial readout were provided to livanova (B)(4) for further evaluation. Analysis confirmed the reported issue. A foreign body was observed in the pump raceway, and the serial readout analysis found that an error message was displayed. However, the readout also shows that the error was overlooked or ignored by the user rather than following the instruction for use (IFU) to resolve the issue. Though it was confirmed that the unintended pump stop was caused by the foreign body in the raceway, it could not be determined how this foreign object made its way into the raceway. A definitive root cause was not determined.